Event description:
Adr reported information: after purchasing the product, the customer(adr1193117002024010849) felt pain at the injecting site after using the product on may 28th. Since customer had been using the product for diabetes treatment, customer was a bit surprised by the allergy and stopped using it, such incidents haven't happened again after consulting pharmacy. Call center didn't contact with customer successfully, any updates will be sent by email. Sample availability: unknown sample availability details: unknown.

Manufacturer narrative:
After review of the complaint, it was determined that medical intervention was not required for the event in question. Therefore, no adverse event was identified, and this medwatch is being submitted as a device malfunction. If new information becomes available during the complaint investigation, it will be captured in the supplemental medwatch submission.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on the retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.